Manufacturer narrative:
The account found the cause is brake caster stem issue on the head end brake casters. The account replaced the head end brake casters to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported that when the brakes are set, the foot end will brake but the head end brake casters ratchet and still move side to side. No pt injury reported.